Event description:
It is reported that the pt was revised due to loosening.

Manufacturer narrative:
Eval summary: no x-rays, surgery notes, or other pt info was provided. Therefore, it is not possible to investigate fully the cause of this issue. Based on the available info, a definitive root cause cannot be determined. Eval: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.